Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned to medtronic for analysis. The valve was received inside a heart valve return kit fully submerged in 0.2% glutaraldehyde cloudy solution. The valve was discolored showing evidence of blood contact. All leaflets were flexible and intact; no tears or damages were observed. Leaflets 1-2 were closed while leaflet 3 appeared partially open. All commissures were intact. The frame was received slightly compressed at the inflow. The valve was submerged in warm saline, frame expanded to its full dilation. There were no signs of distortion or damages found on the frame. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use. Upon loading, both frame paddles remain seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was then fully advanced over the valve to complete the loading process. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported infoldings, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No anomalies were noted during the deployment simulation. Image review: images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: 2 dicom fluoroscopic cine sequences of the fluoroscopy-check and implant procedure were provided for review of the event described above. One image shows a perfectly loaded valve (no inflow crown overlap). The smooth outline of the pre- balloon aortic valvuloplasty (bav) balloon in another image demonstrates that there is not much frame constricting calcium present in the annulus. Thus, the first deployment attempt ¿ albeit a bit shallow - looks good in cusp overlap view (cov) and open left anterior oblique (lao) view. After the reported recapturing of the valve, in the second attempt, a valve infold is clearly visible. Finally, following a replacement of the evolut system with a new one, the evolutpro+ 34 mm gets successfully implanted. Evolut infolding during deployment can be caused by a variety of factors, including crown overlap during loading, excessive leaflet, annulus and left ventricular outflow tract (lvot) calcification. None of those were reported or visible in the provided footage. Thus, it¿s difficult to attribute the formation of the infold to one of those factors. The infold must have formed upon recapturing the valve after the first implant attempt and was possibly induced by an uneven patient anatomy. By replacing the infolded valve, delivery catheter and loading system with a completely new system, the implant team adhered to medtronic best practice. No adverse patient effects were reported. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0012033818); product type: 0195-heart valves. Product ID: l-evprop34 (lot: 0011984407); product type: 0195-heart valves. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after the second deployment attempt of the valve, an infold was observed. Subsequently, the valve was replaced with a new valve. No adverse patient effects were reported.

Event description:
Additional information was received which confirmed that a misload was not identified during loading. The valve was recaptured once. A procedural delay occurred as a result of the infold. The patient's anatomy was reported to be very large.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.